Event description:
A (B)(6) male pt's mother called zoll customer support to report that his mother made a "popping noise" and was not powering up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor was unable to power up. The cause for the power-up failure was isolated a broken lead on high-voltage capacitor c21 on the defibrillator board, which damaged the monitor c/a board. The root cause for the broken lead on c21 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began (B)(4) 2013. Results will be monitored. No adverse event resulted from the broken lead on c21. The pt received a replacement monitor.